Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 27mm 3300tfx aortic valve implanted in the pulmonic position underwent a valve-in-valve procedure after an implant duration of 8 years, 11 months due to unknown reason. The procedure was performed with a 23mm 9755rsl transcatheter valve. Per idc the patient was in stable condition post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and per investigation that a patient with a 27mm 3300tfx aortic valve implanted in the pulmonic position was explanted after an implant duration of 6 years and 10 months due to endocarditis (blood culture positive for strep gordoni and tissue culture for staphylococcus capitis). The patient presented with shortness of breath and fever malaise. The explanted valve was replaced with a non-edwards homograft conduit. The patient was in stable condition post procedure.

Manufacturer narrative:
Manufacturer narrative: updated sections a2 age at time of the event, b3, b5, b7, e1 contact, d4 expiration date, d6b, g3, g6, h2, h4, h6 health effect - impact code, health effect - clinical, and device code(s) code. H11 corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.